Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the stone was captured and then lithotripsy was attempted; however, the stone was not able to be crushed and the basket tip failed to detach. At this time, the physician cut the wire, and removed the sheath. An endotryptor device was advanced to the target site and used to crush the stone, which then allowed the trapezoid rx lithotripter compatible basket to be withdrawn from the patient. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the stone was captured and then lithotripsy was attempted; however, the stone was not able to be crushed and the basket tip failed to detach. At this time, the physician cut the wire, and removed the sheath. An endotryptor device was advanced to the target site and used to crush the stone, which then allowed the trapezoid rx lithotripter compatible basket to be withdrawn from the patient. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that wire assembly, internal sheath and coil assembly were separated upon receipt. The coil assembly was buckled approximately 4cm from the distal end. The wire assembly had been cut at 30cm from the proximal end and was bent. The guidewire lumen (sidecar) presented with pushback and the basket tip was intact. Additionally, the handle cannula was found to be dimpled properly and presented evidence that the set screws had been properly seated against the cannula during the manufacturing assembly process. The set screws were properly placed in the handle assembly. However, the handle cannula presented deep score/drag marks from the dimples to the proximal end as the handle cannula had been forcibly pulled out from the set screws. Furthermore, a material review of the sub assembly basket component found no anomalies and the basket tip met specifications. The condition of the returned unit was consistent with the complaint that the basket tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, from the analysis of the returned device this did not occur. User technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Concomitant medical product - zeon medical endotryptor. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.